Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from the (B)(6) for servicing. During service it was found that the device had hose damage. It is unknown if the device was being used during surgery. It is also unknown if there were injuries or medical intervention. There was no additional information provided.